Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion test. There was no motor error alarm on the device. The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The occlusion test was unable to be performed along with the excessive no delivery test due to prime/fill anomaly. The motor passed the motor test. The insulin pump had a scratched display window, cracked reservoir tube, broken reservoir tube lip, cracked battery tube threads and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was over 600 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were unable to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.